Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1886l was requested and it was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit powered up after battery installation and displayed an critical pump error (open book) alarm. P-cap locked in place properly during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage at electronic assembly, isolate to electronic assembly. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm confirmed and was triggered by hw error, problem with twi interface or with ad5161 chip. With a file ID: 2017 and line ID: 147. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked battery thread, cracked battery tube compartment, and missing display window cover. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked battery thread, cracked case and cracked battery tube compartment were noted. In addition open book critical error was found due to moisture, isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.